Manufacturer narrative:
Based on the information provided by the complainant, the patient tissue samples exhibiting sub-optimal processing involved in this event were derived from the "rapid" protocol comprising 140 cassettes, which started in retort a at 18:23pm on (B)(6) 2021 and completed at 02:29am on (B)(6) 2021. The "rapid" protocol has a duration of 2 hour and 15 minutes. The tissue type and size of the affected patient tissue samples processed in this run were detailed as: "breast" and "big tissue" respectively. Investigation of this complaint found the instrument operated within specification during execution of the "rapid" protocol started in retort a at 18:23 pm on (B)(6) 2021, from which sub-optimal processing of patient tissue samples was reported by the complainant. Based on the information provided by the complainant, it was determined that the root cause of the sub-optimal processing of patient tissue samples reported was a use error, in which a user selected the "rapid" protocol with a duration of 2 hours and 15 minutes rather than the "late protocol" with a duration of 8 hours, in error. Section 8.2.1 of the leica histocore peloris 3 premium tissue processing system user manual details the manufacturer recommended protocol duration for different maximum tissue thickness/dimensions and different example specimen types as follows: the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. The 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. The 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. The 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). The 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol.

Event description:
The complainant contacted leica biosystems in relation to histocore peloris rapid tissue processor serial number (B)(4) and the following information was documented: "under processed specimens, 140 cassettes retort a, run finished at 2:30 am, no errors, only retort a was running. Upon ticket completion was discovered that the specimens were run on a rapid protocol with a duration of 2 hr instead of "late protocol" with the duration of 8 hr, that was the reason of [sic] the incident." The assigned leica field applications specialist-core histology documented that the patient tissue samples exhibiting sub-optimal processing were derived from the "rapid instad [sic] of late run" comprising 140 cassettes, which was executed in retort a at 02:30am. The tissue type and size of the affected patient tissue samples were detailed as: "breast" and "big tissue" respectively. On 29 october 2021, leica biosystems (B)(4) received information from the assigned leica field applications specialist - core histology that all patient cases involved in this event were diagnosable; and re-biopsy of a patient(s) had not been either recommended or performed.